Event description:
It was reported that during a lung resection procedure, the blue cartridge came out of the device twice after two successful firings. The second cartridge fell into the patient. A new device was opened to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/03/2012. Additional information was requested and the following was received: on what tissue type was the device used? Lung. What location on the tissue was being stapled? Wedge for a lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 8th. During which firing stroke did the event occur? Staple fell out of gun twice. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Before blue after blue. Was buttressing material used? No 1. Was the instrument fired across or near existing staple line(s) or clip(s)? Yes 1. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No 1. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Yes 1. Was there any difficulty removing the device from tissue? Yes 1 no 1. Does the patient have any relevant history of surgical treatments? No 1. How long has the surgeon been using this device for this procedure (in years)? 2. Was there a recent conversion to ees devices in this account /surgeon? No 1. Is there any other additional information you would like to share about this device/procedure? The cartridge fell out of the gun and into the patient. Happened with 3 different cartridges. It took the surgeon at least 50 minutes to find. The patient at this point is fine. The device (a) was received for analysis with no visual non-conformances and with a blue cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, 5 reloads fully fired, 1 reload fully fired with the pan dislodged and 1 reload unfired inside a sample bag were received. The returned device and cartridge reload and reload (e) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridges were loaded into the device without difficulties and did not fall out during the visual and functional testing. Additionally, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.